Manufacturer narrative:
(B)(4). Correction: the service engineer evaluated the device and identified that the graphical user interface (gui) printed circuit board (pcb) was defective. The customer declined to have the ventilator repaired as the unit will be traded in to a new ventilator.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the alleged malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The backlight inverter (bli) pcb and the software were upgraded to the latest revision. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank screen during use patient. There was no patient harm. The patient was transferred to an alternate ventilator.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.